Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the post-operative checkup, the right atrial (ra) lead was pacing synchronously but it came across as undersensing and no capture on the telemetry. X-ray confirmed the lead had become dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.